Manufacturer narrative:
The device has not yet been received to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25102027, 25104198 and 25104273, the last 3 lots shipped to the account prior to he aware date. There were no nonconformances recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, inadvertent activation of the vaso view hemopro caused excessive heat. The hospital did not report any patient effects.